Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit, but was unable to reproduce the reported issue. However, the fse was able to verify error code 65 in the iabp¿s diagnostic error log. To fix the issue, the fse replaced the kit, display monitor to video gen board, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit's touch screen is lagging when pressing inputs and randomly will open the preference tab without being pressed. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit's touch screen was lagging when pressing inputs and randomly would open the preference tab without being pressed. There was no patient involvement, and no adverse event was reported. A getinge field service engineer evaluated the unit and tested device and could not replicate any issue with touchscreen or lag of touchscreen input/output. After further investigation, found error logs 65 in logs. Replaced video generator board(d040-00-0456). Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The defective components were received for further investigation. The national repair center installed the boards from the kit display monitor to video gen board part number 0040-00-0456.the first board video generator board, part number 0670-00-0781 serial number 12 02306 46_nbs was installed by itself into the cardiosave test fixture serial number (B)(6) tested the board to and tested the board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision n.the nrc could not verify the failure of the touchscreen lagging when a button was pressed. The second board pcba, upper display monitor part number 0670-00-0841 serial number (B)(6) was installed and was tested to factory specifications per the cardiosave service manual part number 0070-00-0639 revision n.the nrc could not verify the failure of the touchscreen lagging when a button was pressed.the board passed testing.the nrc then proceeded to test both boards together.the nrc could not verify the failure of the touchscreen lagging when the buttons were pressed. The boards passed testing. The boards will not be returned to the supplier as they are an older revision that the supplier cannot test. This is the final investigation. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.